Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided on patient identifier (B)(6): the fragments appear transparent, and it¿s hard to tell from the image what they are and where they could be from. The photo gets blurry upon zooming in. We¿ll need to look at them and possibly do fourier transform infrared spectroscopy (ftir) to confirm. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. A site history was performed and shows patient identifier (B)(6) as a duplicate record (the original complaint without a return material authorization (RMA).

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer saw a fragment fall in the patient's body. The customer believes it came from the vessel sealer extend (vse) instrument. The customer already scrapped the vse. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: it was hard to identify the affected vse instrument as the instrument itself was discarded hence difficult to return but according to sfdc history it seems like it was sn ((B)(6)). It was used during a hysterectomy-benign case ((B)(4)) which was held on the (B)(6). Three other instruments were used on behalf of the vse. Xi ss fenestrated bipolar forceps (478093), xi ss permanent cautery hook (478090), and xi mega suturecut needle driver (471309). After undocking, a total of 3 fragments as shown in the photo were discovered during treatment for irrigation, and all were removed using laparoscopic instruments. During the robotic surgery, no other laparoscopic instruments were inserted into the gauze. It was not discovered until undocking and was discovered during post-treatment with laparoscopic instruments after undocking. All three pieces found were removed and checked with the naked eye. No additional lap/open surgery was performed to remove fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Follow up information on duplicate patient identifier record (B)(6): the customer indicated that after undocking, a total of 3 fragments were discovered during treatment for irrigation. The issue was identified during the robotic procedure with no other laparoscopic instruments inserted into the gauze. The fragments were not discovered until undocking and were found during post-treatment with laparoscopic instruments after undocking. The customer retrieved all fragments using the laparoscopic instruments and confirmed with visual inspection. Post-operative tests were not performed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.